Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage of the conductor wire¿s insulation. An electrical continuity test was performed and passed. No thermal damage was observed. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The root cause of this failure is attributed to a component failure. Additional findings were not reported by site but were found during failure analysis. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.087¿ - 0.180¿ in length and were not aligned with the tube axis. The root cause of this failure is attributed to the mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps (470205-17/n12200427 0127) was performed. The instrument was last installed on system (B)(4) on (B)(6) 2020; however, per the logs, the instrument was not used. The instrument had 6 lives remaining. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage, which could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total hysterectomy surgical procedure, the cable was broken at the wrist. The site used a back-up instrument to resolve the issue. The procedure was completed with no reported injury. There was no report of fragment(s) falling inside the patient. The customer is unable to release patient-related information for this event. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed that the instrument was used on the patient. The instrument was inspected after the procedure previous to the event reported on this record, and there was no damage noted. No relevant history and pre-existing medical conditions information was provided. No relevant tests and laboratory data specific to this incident was provided.